Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate shock when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. During a follow up noise was seen in all three vectors similar to muscle contractions. An x-ray taken noted that the electrode had moved. The electrode will be repositioned and at the moment the device was turned off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the electrode was successfully repositioned. No additional adverse patient effects were reported.